Event description:
Underdelivery reported. The pump was in home care use and was set to infuse in the intermittent mode. Fortaz 6g in 180ml of normal saline at 2g (53ml) over one hour every 8 hours with a 0.5ml kyo rate in between doses. A home care nurse reported that "the rate of infusion was not running as fast as it should be." The amount of solution remaining versus the amount expected to have infused was not available. When tested at the user facility, they reported that when 10ml delivery was expected the pump delivered 7 to 8ml. The underdelivery did not cause any adverse effects for the pt. No additional info was available.